Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative stating the patient's impedances were checked at 3 volts and were still out of range. The patient was getting a CT scan instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported impedance values were higher and she wanted to know if it was fine to scan the patient. The impedances were: c<(>&<)>0 6002 ohms c<(>&<)>1 4883 c<(>&<)>2 4503 c<(>&<)>3 4288 0<(>&<)>3 4682 0<(>&<)>1 2289 0<(>&<)>2 3817 1<(>&<)>2 2103 1<(>&<)>3 3121 2<(>&<)>3 1966 the manufacturer representative said she did not know if the test was run at 3.0 volts. No therapy issues, symptoms, or complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1s607, implanted: (B)(6) 2018, product type: lead, product idl 3387s-40, lot# va1s607, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep). It was reported the patient had a revision and stated they wanted to leave the extension and ins in place but the patient would need an MRI. No symptoms or further complications were reported. Additional information was received from the health care professional (hcp) via the rep stating the even occurred (B)(6) 2018. The revision was due to high impedances and the cause of the high impedances was unknown. It was reported the leads were implanted and the patient was returning for the ins and extensions next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the reps stating the high impedances had been resolved.